Event description:
Same case as: 2134265-2008-02923. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred and bypass surgery was performed. The lesion being treated was located in the heavily calcified, very tortuous mid to proximal left anterior descending (lad) artery. The physician deployed a 3.00x12mm taxus stent in the mid lad. Then the physician went in with a buddy wire and used a 2.5x15mm maverick balloon to dilate the lesion. The physician attempted to place a 2.50x16mm taxus express2 drug eluting stent, but it became stuck on the previously deployed 3.00x12mm taxus stent. The physician continued to retract the stent and was successful in removing the 2.50x16mm stent. Additional angio shots were done and the 3.00x12mm stent could not be seen. The 3.00x12mm stent was located on the table with the 2.50x16mm taxus stent. The pt was taken to non-emergent bypass surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.